Event description:
During open heart bypass surgery, an intra aortic balloon (percutaneously inserted 15 hours prior) failed when the patient was coming off of the heart lung bypass system. Blood was noted in the balloon catheter had to be shut down. The 1-a balloon had to be removed by cut-down on the right femoral artery. The 1-a balloon was inspected and found to meet all manufacturer's specifications. The 1-a balloon was evaluated by ecri and found to have a small radial abrasion and minute perforation in the balloon membrane adjacent to its junction with the catheter. The perforation site was examined under a dissecting microscope while the balloon was inflated. A crescent shaped (submillimeter) hole was seen. The end of the plastic catheter introducer closet to the balloon was examined and found to be somewhat flared and showed evidence of being deformed. A portion of the 1-a balloon adjacent to the catheter/balloon junction may have remained in the catheter introducer after insertion. Other causes of perforation can not be ruled out, but the abrasion shape closely matches the contour of the end of catheter introducer and the damage at the end of the intorducer seems to support the conclusion.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: design, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.